Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a tego¿ connector was found to have a crack during patient use. It was stated in the report that they noticed the tego cap was cracked when accessing the central line with a saline flush. The patient had a blue duo cap in place prior to the registered nurse (rn) accessing the line. Rn changed the tego cap once the crack was noticed. There was no patient harm reported.

Manufacturer narrative:
Received one used d1005 tego for inspection. A crack was observed on the body of the tego. The parts have no sign of flowlines, no void or defects and there is no sign of splay or crazing. The gate area is free of any signs of defect, no gate blush, or signs of jetting. No discoloration that would indicate fluctuation in processing temperature. No mating device was returned for evaluation. The complaint of cracks can be confirmed. The probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.